Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
D4: expiration date: unknown due to unknown catalog and lot combination. D4: UDI: unknown due to unknown catalog and lot combination. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown catalog and lot combination. The product code/lot number combination was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that during another round of angio-seal in-servicing, a fellow mentioned a case in which there appeared to be a suture lock. The attending physician was able to modify the device to complete the procedure successfully. The procedure performed on the patient prior to angio-seal was a coronary. There was no patient injury and/or require medical or surgical intervention.